Manufacturer narrative:
There has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply (B)(4). Nc059513:04258: battery (was charged 95 x with an operating time of 4:10:11 hours, whereby 2 charging cycles would have been sufficient) defective, replaced. The housing has cracked in several places (probably due to a drop) has no effect on the function. Micromotor gmr1346909, contra-angle (B)(4) and foot control 176689 tested without errors. Function test and test measurements without errors.

Event description:
In this event it was reported that a contra angle 6:1 for vdw.gold/silver stops suddenly; no injury occurred.